Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 1.2 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient's pump flipped and restored in different places at least four times for over a year and the patient wanted the pump turned off. No symptoms were reported. The actions/interventions taken and the diagnostics/troubleshooting performed included imaging and a pump revision. The physician elected to use minimum rate mode for now rather than putting the pump into off state and would decide whether to permanently turn it off at a later date. It was later reported the pump was to be programmed to off state on (B)(6) 2015. If additional information is received, a follow-up report will be sent.